Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver charge and boot failed due to receiver stuck on initializing screen. Functional test was unable to be performed. The receiver case was opened, and the internal inspection passed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.